Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump, and the touchscreen is now shattered. Reportedly, the pump is still functional. Subsequently, the customer received a cartridge alarm 19 during the load process with multiple cartridges. Customer had elevated blood glucose levels (322 mg/dl). Customer indicated they will use manual injections to stabilize blood glucose levels and for continued insulin therapy.